Manufacturer narrative:
(B)(4). The device investigation is pending.

Event description:
The driver started to over-heat and melted the outside case. During use on a patient. The driver stopped completely. No reported injury.

Event description:
The driver started to over-heat and melted the outside case. During use on a patient. The driver stopped completely. No reported injury.

Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. The sample is also associated with tc 20042598 for no/lost power in use. Upon receipt, the driver was visually inspected. Visual inspection revealed significant thermal deformation to the housing which is indicative of the motor running continuously for an extended period of time. When the trigger was pulled the driver was operable and a solid green led light was displaying. A functional inspection was not required due to the nature of the complaint. However, functional inspection was performed on the sample due to the additional complaint of no/lost power in use. Please reference tc 20042598 for functional inspection details. The driver was opened to test and record operating characteristics. The eeprom was parsed and the results reveal the charge count was 15,705 ,981 and the cycle count was 138. The cycle count of 138 (trigger activations) is significant as it substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. The eeprom also revealed that there was one extra-long trigger pull (pull greater than 5 minutes). This is significant as it explains the thermal deformation that was observed on the driver casing. Testing confirms that the reported defect is due to an extra-long trigger pull. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "when storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver." A review of the device history record found that the driver passed all the release criteria. The device was released in 03/2018 and is approximately 4 years old. The complaint has been confirmed. Per the eeprom data analysis, the driver experienced one extra-long trigger pull which resulted in the thermal deformation to the driver casing. The root cause is unintentional user error - storage. No corrective/preventative actions will be assigned.